Event description:
Pt was having renal stenting. While attempting to stent left renal artery - stent came off of deployment balloon and was pushed by arterial flow into left external iliac. Attempts to remove undeployed stent was unsuccessful so the stent was inflated and deployed in the left external iliac with no complications. Pt was informed - equipment MFR was informed.